Event description:
Event description cpi received information that this endotak transvenous defibrillation lead was removed from service due to inadequate shocks and electrode break. It was replaced with a lead model 94.